Event description:
Pt implanted with inlay on (B)(6) 2009. During (B)(6) 2012 pt complained of discomfort and sensation at vaginal entrance. During exam it was determined that a spike of mesh was protruding through the vaginal skin. Extruded mesh trimmed in outpatient setting.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.